Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to be used due to the stylette not reaching the end of the lead after several attempts. Another right atrial (ra) lead was attempted but not able to be implanted due to a fixation issue and placement difficulties after many attempts in different positions. Both leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Test were performed using a stylet sample, and the stylet passed through the coil lumen of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.